Event description:
Low laser energy error appearing on the screen. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Low laser energy error appearing on the dispaly during treatment probably due to a component failure (usually flash lamp). We are unaware about patient/operator injury.